Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 543mg/dl. Troubleshooting found no air bubbles or leaks in the tubing or reservoir. The customer stated that the site is changed every 2 to 3 days. Further troubleshooting was declined by customer at this point as it was found that the cannula was bent. Customer also indicated that the settings were changed recently by her doctor.